Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an epigastric/ventral hernia. It was reported that after implant, the patient experienced ventral hernia, omental/bowel adhesions to the mesh, subcutaneous mass at the site of the previous hernia repair, and significant omental adhesions to two prior hernia meshes. Post-operative treatment included ventral hernia repair with mesh, lysis of adhesions, and excision over mass and anterior wall.